Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "a left side capsular contracture, baker grade IV". Device remains implanted. Left side.

Event description:
Healthcare professional later called and confirmed left side capsular contracture, baker grade IV". Healthcare professional additionally reported inframammary fold. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "a left side capsular contracture, baker grade IV". Healthcare professional later called and confirmed left side capsular contracture, baker grade IV". Healthcare professional additionally reported inframammary fold. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.